Manufacturer narrative:
(B)(4). Investigation of the returned device found that the suture and posterior needle tip were not returned; therefore, the scope of this investigation was limited. Inspection of the device indicated that both cuffs successfully captured the needles during needle deployment. However, during the needle plunger retraction, the posterior cuff-to-needle tip detachment occurred as evidenced by damaged posterior cuff tabs. Cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture and this could appear very similar to the reported cuff miss; therefore, the reported experience is confirmed. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the posterior cuff-to-needle tip detachment. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the posterior cuff-to-needle tip detachment could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second and third perclose proglide devices (part 12673-05, lot 890136h)and (part 12673-05, lot 880126h) are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after an interventional procedure in the left anterior descending coronary artery. Reportedly, a cuff miss occurred and another proglide was used with the same result. A third proglide was used; however, the suture came out of the artery while the suture was being cut with the suture trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.